Manufacturer narrative:
The actual sample from the reported event was returned for evaluation. Additionally, the investigation noted the user¿s report that the pump was placed underneath the blankets while sleeping, which could affect the solution viscosity, resulting in a faster flow rate. The returned product was evaluated, and no issues were observed on device; the root cause could not be determined since the reported failure was not reproduced in lab during sample evaluation. The device history record for lot 30189846 was reviewed and the product was produced according to product specifications all information reasonably known as of 17 apr 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Fill volume: 545 ml. Flow rate: 8ml/hr. Procedure: rotator cuff. Cathplace: unknown. Infusion start time: (B)(6) 2023, 5pm. Infusion stop time: (B)(6) 2023, 10:03 am. It was reported that the patient believed the pump emptied ¿a couple¿ hours early, based on the dial setting, 8ml/hr. No symptoms of toxicity reported, however they did complain of extreme numbness down the operative arm into the thumb, middle and index fingers. It was additionally reported that throughout the night, the pump was located at their waist under the blanket and was completely empty when they woke up. They stated they were not educated on the pump prior to discharge from the facility and were unaware the pump flow rate could be affected by the temperature the pump was exposed to. The numbness resolved, and no medical intervention was reported.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 24 feb 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.